Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was completed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and specifications. One device was returned for investigation. The returned packaging confirms the reported lot number. There was debris all over the returned device. The device was returned with the handle and the basket formation in the opened position. Functional testing determined the handle does not move and will not actuate the basket formation. Visual examination noted the support sheath is straight with no damage noted. There is a kink in the basket sheath 1.8 cm from distal tip and a wave in the material 56 cm from the distal tip. The basket assembly has been partially pulled out and stretched. The stretched basket assembly measures 65 cm. The basket formation is intact and secured to the distal cannula. The coil assembly is stretched and kinked starting at 21.5 cm from distal tip and again at 31.2 cm and 54 cm from the distal tip. The remaining coil assembly cannot be removed from the basket sheath. The device appears to have been damaged during use. A review of the device history records associated with the complaint device lot found there were no non-conformances related to the reported issue. A lot history search also found that no other complaints have been associated with this lot. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The observed damaged prevented the basket from functioning. Based on the provided information, the damage occurred during use. The IFU contains a caution that excessive force may cause damage to the device. The cause for the damage could not be determined, but may have been related to patient anatomy, user technique, and/or other devices used during the procedure. Investigation conclusion is cause not established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a retrograde intrarenal surgical (rirs) procedure using a ncircle tipless stone extractor, the physician attempted to capture a stone, "but the inside wire ruptured and couldn't catch the stone normally". A second ncircle tipless stone extractor was opened and used to finish the procedure with any further difficulties. No adverse effects to the patient have been reported as a result of this alleged product malfunction. Additional details regarding the patient and procedure have been requested. At this time, no additional information has been provided.